Event description:
Reporter indicated that neurologist is treating two vns pts with clusters of myoclonic seizures who developed long tonic seizures after stimulation was initiated. These new seizure types reportedly worsened with increases to programmed device parameters. Investigation to date has been unable to determine the cause of the reported events.